Event description:
It was reported that during a general surgery, the device had an issue with clip formation. The site used a second device to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.